Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm failed to trigger with the freestyle libre 2 sensor. Due to this issue, the customer reported experiencing seizure and loss of consciousness and required hospitalization for one week. The customer did not know what treatment was provided while in hospital. There was no report of death or permanent injury associated with this event.